Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that telemetry could not be established with this device. Magnet application did elicit tones; however, interrogation still was not successful. The programmer was restarted and the device was identified. The caller moved out to the changing room and device communication was established. No adverse patient effects were reported.